Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a tube stent removal procedure in the common bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, the snare loop was placed over the stent. The physician attempted to retract the snare around the stent, however, the snare loop detached from the snare device and fell into the patient. The device was removed from the patient and from service. The detached component was retrieved from inside the patient. A second captivator small hexagonal snare was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a tube stent removal procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, the snare loop was placed over the stent. The physician attempted to retract the snare around the stent, however, the snare loop detached from the snare device and fell into the patient. The device was removed from the patient and from service. The detached component was retrieved from inside the patient. A second captivator small hexagonal snare was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found the loop detached from the cannula. The cannula crimping was within manufacturing specifications. A dimensional analysis found that the outer diameter of the loop wire was within manufacturing specifications. The condition of the returned device was consistent with the complaint that the snare loop was detached; the complaint was confirmed. The most probable cause for this event is a manufacturing problem and an investigation has been opened to address this failure. A ship history was performed to identify the three most probable lots involved in this event (most recent lots shipped to customer), and lots 15498577, 15464108 and 15447424 were identified. A review of the device history record (DHR) was performed for each lot; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for any of the specified lots.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years.the complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown.(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.